Event description:
On or about (B)(6) 2011, the pt was implanted with an ams monarc sling with the intention of treating her stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, urinary problems, mental and physical pain and suffering, has required additional medical treatment, may need corrective surgery, has sustained permanent injury, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.